Event description:
It was reported that the pt's ipg moved and she could feel it coming out of her skin. She felt a sharp pain in her side when the stimulation was on. Further info is being requested from the hcp.